Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02655. It was reported, the patient lost stimulation and has a loss of perception at 0.5 ma. Diagnostic tests reveal invalid impedance readings across multiple lead contacts. It was reported surgical intervention would be undertaken to address the issue. No further information is available at this time. According to the manufacturer's device registration system, the leads were replaced on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.